Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged usb port issue was not verified; however, the usb cable issue was confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's pump caught fire resulting in the charging port and usb cable melting. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for insulin therapy.